Manufacturer narrative:
(B)(4). Empty and jaws. The er320 device was returned for analysis and upon inspection the jaws were found to be in a yielded condition. Upon cycling the device, it was noted to be empty and locked out. The device is designed to lock out when all the clips have been fired. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The device record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, on three separate occasions during the procedure the device improperly loaded clip in sideways or fractional manner. There were no patient consequences. Case completed with the same device. The surgeon would cycle the instrument to remove misfired clips and then load the device with a new clip.